Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/08/2014 with the following findings: cracked display screen, battery compartment is cracked below bumper pad and along the side starting from case seal, battery cap is damaged/stripped. Pump powers up normally but does not display ¿verify¿ screen, display is blank, pump was open and a cracked display screen was found, the old screen was removed and when replaced with a good display screen, pump displays verify screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter alleged that display on pump has become very dim and difficult to read; this has happened gradually. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.